Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02497 pertains to the other device. It was reported to boston scientific that an uphold vaginal support system was implanted on (B)(6), 2009. According to the complainant, the patient experienced pain, dyspareunia, and incontinence (specifics unknown). Reportedly, the physician suggested mesh excision surgery, however the patient declined (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient the patient underwent a cytoscopy on (B)(6), 2011 (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.